Manufacturer narrative:
Per additional information received on december 30, 2025, following information and corresponding fields have been updated on this form: is product problem has been selected under field b1 event date has been updated under field b3 has been updated to june 25, 2025. Patient age at the time of the event has been populated as 38 years. Patient ethnicity has been populated as not hispanic/latino and race as white. Under operative report received ib december 15, 2025, it was mentioned that right side implant was found mispositioned, ruptured, and delayed wound healing. Device problem codes "rupture" and "migration" have been added under field h6. Clinical code "impaired healing" has been added under field h6. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, rupture, impaired healing, and device migration. The manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her right side. As a result, the device was explanted on (B)(6) 2025. Mentor is aware that the date of event is prior to manufacturing and implant date of effected lot number 2038017. Follow up are in progress. If/when information is received, it will be updated and supplemental report will be submitted.

Manufacturer narrative:
On january 7, 2026, mentor became aware that the date of event was april 16, 2025 (field b3 has been updated), and replace device used was catalog number 3507275mc; serial number (B)(6) on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 4, 2026, the mentor failure analysis lab received the device for evaluation. On february 6, 2026, device and photo evaluations were completed as follows: photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a tear from the anterior, expanding to the posterior view, measuring approximately 5.1cm. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).